Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead shock impedance trend was reviewed and was found to be stable, with some higher values recorded in the past months. The lead pacing impedance is also stable and in range, and all the other electrical measurements were within normal values. No recorded events of noise or oversensing were observed, and no noise was reproduced upon performing provocative maneuvers. The physician made the decision to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.